Event description:
Information received a smiths medial intubation/portex cuff pressure monitoring malfunctioned. Equipment with pointer off zero, causing reading error. No patient adverse events reported.